Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction and field advisories. 1627487-12192011-003-r, 1627487-07262012-002-r. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2015-01313.